Manufacturer narrative:
Similar device from the same lot has been received for analysis. Company representative is working to collect additional details from the user. Report will be updated when additional information is available. Update: analysis of the returned sample indicated the fitment problem is due to a noncorming lid on the device. The nonconformance appears to be an outlier. Interview with representative of the user facility indicated that the splashing incident was not connected in any way with the fitment issue, and in the opinion of the user facility or staff, was most probably user error on part of physician. Attachment: [DHR review lot 174693.pdf, (B)(4).pdf].

Event description:
Facility reports difficulty putting flexible liners on hard canisters. When vacuum is on they seat, but when vacuum is turned off they pop off. Facility reports physician was splashed with fluid from canister.

Manufacturer narrative:
Similar device from the same lot has been received for analysis. Company representative is working to collect additional details from the user. Report will be updated when additional information is available.

Event description:
Facility reports difficulty putting flexible liners on hard canisters. When vacuum is on they seat, but when vacuum is turned off they pop off. Facility reports physician was splashed with fluid from canister.